Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report: as reported, during an unspecified cryoablation procedure, the tip of a performer introducer sheath split and cracked upon removal from the body. Access was obtained in the groin to target the common femoral artery. The anatomy was not reported to be tortuous, calcified, or scarred. The device was reported to be in place for only a few seconds, and was used to dilate the track. The patient is reportedly "fine" and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of the documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the dilator was inserted into the sheath and the distal end of the sheath was split and damaged. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package and to insert and withdraw the sheath and the dilator as a unit. Evidence provided by the complaint facility, device failure analysis, complaint history, and manufacturing documents suggests that the device was manufactured to specification. Because the damage to the device occurred after the device was inserted in the patient and no scarred or calcified anatomy was noted, cook has determined that a definitive cause of the reported component failure could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified cryoablation procedure, the tip of a performer introducer sheath split and cracked upon removal from the body. Access was obtained in the groin to target the common femoral artery. The anatomy was not reported to be tortuous, calcified, or scarred. The device was reported to be in place for only a few seconds, and was used to dilate the track. The patient is reportedly "fine" and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.